Event description:
The iab was inserted into the pt on 7/11/97 at 8:28 pm and removed on 7/12/97 at 9:50 am. A second iab was inserted into the pt. The iab did not malfunction. A vascular surgeon was consulted and the pt had major ischemia. Removal was required and surgery was required. The pt was discharged from the facility and went to a skilled nursing unit. She later was readmitted and expired. The iab was not returned to datascope. (Event complications: major ischemia/removal/surgery required) - reported 8/20/98. Pt's current status: expired - rpt'd 8/20/98.